Event description:
It was reported that the device was attempted to be interrogated with the programmer but no telemetry link could be established. The device battery was also noted to be at end of life. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).